Manufacturer narrative:
One used device was received and evaluated. Testing found the clave at the secondary port of the cassette was completely torn off. White drag marks were noted indicating the use of force. Hospira has completed a formal investigation to address the issue of the device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of the clave secondary port with a semi-rigid adapter bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke off. The plumset was being used to delivery an unspecified titrated dose of an unspecified concentration of privigen, at a rate of either 30ml/hr or 60ml/hr, via a plum pump. After an unspecified length of time, it was reported that after the delivery was started, the pump alarmed proximal air in line. The customer contact reported that the nurse connected and tightened the male adapter of an unspecified 10ml syringe to the calve secondary port of the plumset to backprime solution to remove air from the plumset. At this time, it was reported that the clave secondary port broke off. The customer contact indicated that the nurse had used two hands to support the syringe and the clave secondary port. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.